Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a stent fixation procedure on (B)(6)2025. During the procedure, while trying to place the second suture, the physician had difficulty unloading the anchor from the needle body because it was bent. The physician removed the device, and a perforation was observed. Clips were placed to close the perforation. The patient is reported to be stable, however it was noted that the patient was hospitalized or their hospitalization was prolonged. Boston scientific has been unable to obtain additional information regarding the details of the hospitalization, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an esophageal stent fixation procedure on (B)(6) 2025. While placing the second suture, the physician had difficulty unloading the suture from the needle body. Upon inspection, both the needle body and the anchor were found to be bent. The device was removed, and a 1-2cm perforation was observed at the upper esophageal sphincter. Clips were placed to close the perforation. The stent fixation was completed. The patient is reported to be stable; however, it was noted that the patient was hospitalized for an unknown amount of time on (B)(6) 2025 as a result of the perforation.

Manufacturer narrative:
Block h6. Device code a040609 is being used to capture the reportable event of needle shaft bent. Device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor. Additional information, b5: information received on october 16, 2025, reported the specific location of the procedure. Information received on october 24, 2025, reported the size of the perforation, first day of hospitalization, and outcome of the stent fixation.